Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference (emi)/noise. Analyst commented, three non-sustained tachycardia episodes with evidence of emi oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during of implantable cardioverter defibrillator (ICD)&#1288;e device detects increasing number of episodes where noise in atrial and ventricular channel is present. Noise is registered in different day time and not related to any patient activity. It was also reported that rv lead exhibited multiple non-sustained ventricular tachycardia (vt) episodes and high sensing integrity counter (sic). The ICD, rv lead and atrial lead remain in use and patient to be monitored. No patient complications have been reported as a result of this event.